Manufacturer narrative:
(B)(4). Batch # p93x2j. Investigation summary: the analysis results found that the harh36 device was returned along with the tyvek, the blister was not returned for analysis. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered to it. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the blister didn't open properly and they couldn't confirm that the product was sterile. Another device was used and there was no reported harm to the patient.